Manufacturer narrative:
The sample probe was replaced. After the sample probe was replaced, no further issues were reported by the customer.  The investigation determined the replacement of the sample probe resolved the issue.  The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results from two patient samples tested on the cobas 8000 c702 module. Sample 1 the initial result from the module was 7 mg/dl. The first repeat result from the module was 142 mg/dl. The second repeat result from another device was 143 mg/dl. Sample 2 the initial result from the module was 4 mg/dl. The repeat result from the module was 93 mg/dl. The initial results were not reported outside of the laboratory. One of the results was accompanied by a data flag, however, the reporter was not able to provide which sample was accompanied by the flag. Sample 1 was also rerun on another device. The reagent lot number and the expiration date were requested but not provided.